Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease and diseased mucous membrane at time of surgery. Bad gingiva conditions (attached gingiva) patient has no arms, this makes oral hygiene difficult. Complete loss of the implant was done at home.